Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0svcf, implanted: (B)(6) 2015, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient's second device was placed in the left buttocks on (B)(6) 2015. Before long, it was evident that something was wrong because the patient had it set to 8.5v and still had incontinence issues. The therapy was effective for urgency, but then stopped in (B)(6) 2015 and it never worked for leakage. The patient had to change clothes and pads and never felt stimulation with the second implant. The patient went back a couple of times and met with a manufacturer representative a reset and reprogramming in (B)(6) 2015. The manufacturer representative was unsure why the patient wasn't feeling stimulation. The patient had been told the battery, which was supposed to last 5 to 7 years, was now dead in (B)(6) 2015. The patient was not sure if it was due to normal battery depletion. The patient was upset and disgusted and didn't know where to go from here. No steps were taken to resolve the dead battery. The patient had been having stimulation treatments of a nerve from their ankle up, 4 so far, which had moderately helped. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient mentioned they had a surgery on their hand.